Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in reporting a keypad anomaly. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.